Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported worsening mr appears to be related to the reported hypertension. However, a cause for the hypertension cannot be determined. Hypertension and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ mixed mitral regurgitation (mr) for a mitraclip procedure. While attempting to place a mitraclip nt, the mean pressure gradient would increase to 9 mmhg. After multiple grasping attempts the mitraclip nt was removed and the procedure was discontinued. The mpg returned to baseline at 3mmhg and the final mr increased to grade 4+ due to increased blood pressure. There were no adverse sequela or clinically significant delays reported.